Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. An undetermined amount of blood mixed with reagents leaked from the lh500 blood sampling valve (bsv) while running startup. The leak was not contained. Customer was unable to determine source of the leak. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer tried cleaning the bsv (blood sampling valve) and cleaning the probe. The field service engineer (fse) evaluated the instrument and found the rinse block was misaligned. The fse adjusted and cleaned the rinse block to resolve the issue. Failure mode was identified: rinse block was misaligned. No erroneous results were generated. The failure mode identified is likely to generate erroneous cbc (complete blood count)/differential and reticulocyte results in secondary (manual) mode due to carryover from insufficient rinsing of the aspirate probe. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).